Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation, the legal manufacturer's final investigation and corrections to g2 and h6. G2 - checked "other" to add the country japan. H6 - corrected the component code. The device evaluation noted several technical defects such as angle knob play and insufficient angle, the switch button was scratched, bending section cover adhesive part chipped, image guide serpentine scratched, light guide and objective lens scratched, light guide snake tube wrinkled, air/water cylinder paint peeling and probe face cut. A decomposition study revealed no traces of foreign bodies in each channel, but the air insufflation water button was found to be abnormal. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely the following contributed to the event: 1. Blood fluid refluxed into the scope tract during the case. 2. Blood fluid retrograde into the tract coagulated and packed. 3. Blood fluid coagulated and packed ducts could not be cleaned in the cleaning and disinfection process. 4. Although the blockage in the conduit was not cleaned, bubbles and water flow from the tip could be checked during the pre-use inspection (bubbles may be released in the first few seconds even if water was delivered). 5. Fluid in the tract was discharged from the nozzle as a foreign body before the case the specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated at omsc. As a result of the evaluation, the following was confirmed. The ultrasonic transducer was loose. Since the device had been sterilized, no blood-like stains were found. When the device was connected and operated according to the instruction manual, there were no abnormalities other than loosening of the ultrasonic transducer. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that blood-like stains were attached to the sheets laid in the device storage, and similar stains were attached to the distal end of the device. In addition, when the device was reprocessed with the olympus automated endoscope reprocessor model oer-3 for inspection, filamentous tissue was attached to the circulation port mesh filters. There was no report of patient injury associated with the event. The detailed information about the event provided by the user is as follows. During the last endoscopy on the night of november 2, the air feeding function stopped working. The device was fitted with an air/water valve maj-1444. No anomalies were found on the device during preparation for use, and the user completed the procedure with the device. The user did not perform a blockage check immediately after the procedure, and contacted olympus for inspection. On november 3, an olympus representative visited the user facility and confirmed that foreign material such as blood was adhered to the sheets laid in the device storage and the air/water nozzle at the distal end of the device. When the device was reprocessed with the endoscope reprocessor oer-3 for inspection, filamentous tissue was attached to the circulation port mesh filters. The device was then reprocessed three times on the endoscope reprocessor oer-3 and returned to olympus. The user has not used the device since the endoscopy on november 2, and other endoscopes owned by the user facility have also been reprocessed. The user facility also reported that the device was reprocessed according to the instruction manual, including brushing. The user facility performed many procedures for fine needle aspiration, but this was the first time a reported event had occurred.